Manufacturer narrative:
Concomitant medical products: product ID: 3389s, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015.

Event description:
It was reported the patient¿s healthcare professional (hcp) found the lead was bent using an x-ray. The lead was replaced. No symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3708660, lot# nkn084469v, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Product ID 3387s, product type: lead. (B)(4). Analysis of the lead found the conductor on the proximal end of the lead was broken. The #0 conductor was broken 1.6 cm from the proximal end.